Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the bipolar yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken or loose cable. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arcing was observed. No patient injury or harm.